Event description:
It was reported that the black plastic coating is peeling off of the insert of the system 6 sterilization case. The event occurred during cleaning. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
The engineer confirmed the reported event. According to a review of the IFU the life of a sterilization tray is dependent upon many factors, including but not limited to, the method and duration of each use and the handling of the tray between uses. Since there are several potential root causes for this failure, the failure cannot be narrowed down to one root cause.

Event description:
It was reported that the black plastic coating is peeling off of the insert of the system 6 sterilization case. The event occurred during cleaning. There was no patient involvement and no adverse consequences associated with the device.